Manufacturer narrative:
(B)(4). Visual analysis of the returned device revealed that approximately 1.0 cm of core wire is exposed distal to the distal stop. The blue/green heat shrink on the cone is accordioned distal to the (above) the distal stop. There is a knot in the cone just proximal to the (bottom) distal stop. As a result, the device does not open or close completely. Review and analysis of all available information indicates that the complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return. Therefore, the most probable root cause is "handling damage". The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was to be used during a rigid ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during preparation, it was noticed that the device could not be straightened completely. Therefore, the device would not close. The procedure was completed with another stone cone retrieval coil. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; coil coating peeled/shared/ frayed.